Manufacturer narrative:
The device was not returned and therefore, was not able to be evaluated. Without the known serial number, the DHR was not able to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During initial attempt at use of the envue, when inserting the tube, no path was displayed on the system monitor. The tube was removed and replaced. The same issue occurred with the second tube; no display of tube path. The nurse then proceeded to place the tube without the assistance of the system. The tube was placed in the lung and caused a pneumothorax. No further information available at this time